Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps (fbf) instrument involved with this complaint and completed the device evaluation. Failure analysis replicated and confirmed the customer reported complaint "insulation damaged. The instrument was found to have various scratch marks with light material removed on the main tube. The scratch marks were 0.170 - 0.297 in length and were not aligned with the tube axis. Scratch marks /abrasions instrument main tube are typically attributed to mishandling / misuse. Additionally, the instrument was found to have thermal damage on the bipolar yaw pulley. The bipolar yaw pulley exhibited localized melting damage at the base of one of the grip tips. Electrical continuity was performed and passed. No damage to the conductor wire was observed.

Event description:
It was reported that during central processing, the fenestrated bipolar forceps (fbf) instrument was found to have insulation damaged. There was no report of patient involvement.